Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument did not move in the desired direction when pulling tissues. The user observed that the instrument's wire was stretched. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and no issues were detected. The reporter confirmed that there was no patient injury. The reporter confirmed that the instrument moved with imprecise movement. The cable was loose but not broken. There was on shakiness or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. The reporter was unable to disclose patient's demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis and the reported issue was confirmed. The instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.